Event description:
The customer was hospitalized for high bgs. It was indicated that the device had an alarm during bolus. The customer had surgery on their shoulder and was hospitalized two days later. Troubleshooting was performed. In addition, a self-test was completed and the insulin exited. Instructed the customer to change the set and call the help line if high bgs continues.